Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. The blood glucose reading was 265 mg/dl. Customers display went blank due to exposure to moisture.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor, keypad, battery tube and vibrator motor assemblies were also found corroded. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.